Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. on (b)(6) 2026 the customer¿s blood glucose (BG) level was 574 mg/dL with ketones. The customer went to the Emergency Room where they were treated with intravenous fluids of saline and insulin. There was no permanent damage. The customer was released later that day.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.